Event description:
It was reported to nova biomedical that a consumer received a result of 473 mg/dl at 2:00am on his blood glucose meter. The consumer administered 20 units of insulin based on that result. According to the consumer, thirty (30) minutes later at 2:30am he performed another blood glucose test using the same meter and strips from the same vial getting the following result of 401 mg/dl. Later that same day at 6:47am the consumer reported he performed another test getting a result of 298mg/dl. The consumer stated "he woke up and had all the symptoms for a "low sugar" and based on how the consumer was feeling, the consumer reported that he "consumed a sugar tablet and had cranberry juice to help raise his blood glucose level."

Manufacturer narrative:
The meter and test strips were returned for evaluation. Test strip lot #1020214149; expiration date: 05/2016; control solution lot: none. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed. The consumer complaint is confirmed. Evaluation of the returned test strips read high out of control range. The root cause is attributed to the consumer's storage and handling of the test strips as evidenced by the weight of the returned vial failing the weight testing. A failure of this nature is consistent with a compromised vial by exposure to humidity and/or fluid. This finding is further supported by the results of the retain strip lot testing which confirms the retain strips to perform within specification.